Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect clinical code: respiratory arrest. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic event and the patient's cgm was providing inaccurate readings, ranging between a 30-40 mg/dl difference when comparing the cgm and bg meter. However, no specific values were reported. The patient was taken by emergency medical services (ems) to the emergency room (ER) for hypoglycemia. The patient's family uses the follow app and called ems to check on the patient due to the patient having low cgm values. At the time ems arrived, the patient¿s dexcom was reading low mg/dl, and the bg meter was also low (no specified value could be recalled). At some point, the patient stopped breathing and her ¿heart was acting crazy¿. Ems had to break into the patient's home in order to assist the patient. It was reported that earlier in the day the patient¿s cgm values were ¿high¿ (no specific value was provided) which may have caused the patient to treat with more insulin than she needed. The patient¿s daughter in law stated that a 30-point difference between the patient¿s cgm and bg meter could lead to a 2¿3-unit insulin dosage discrepancy (based on the patient¿s sliding scale). In addition, the patient stated the nurse at the ER told her that her dexcom was providing higher readings when compared to a bg meter. Therefore, it is possible the cgm was reading at a high bias inaccuracy, contributing to the patient¿s serious injury and medical intervention. The patient received unspecified IV therapy to stabilize her bg level. The patient was discharged home later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.